Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was capped due to fracture causing noise leading to inappropriate shocks. Noise seen on both rv and ff channels. Rv pacing impedance is also greater that 3000 ohms. Should additional information be received, this file will be updated.